Event description:
It was reported that the battery in their device was fluctuating when connected to the charger. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and additional information could not be obtained.